Event description:
It was reported that post-op the device showed a low pacing impedance. No noise was observed on the lead. The lead tested normal when connected to the programmer. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported lead impedance measurement anomaly was confirmed in the laboratory. The device's high voltage lead impedance measured less than 20 ohms even without leads connected during bench and automated electrical testing. An anomaly was identified in the impedance measurement system. After the power source was removed and restored, the device's pacing and impedance measurements were tested again. The device showed normal pacing and high voltage lead impedance values. A component in the hybrid circuitry caused the anomalous impedance measurement observed.

Event description:
It was reported that the device had impedance greater than 4000 ohms. Amps were increased and multiple reconnections were tried, without resolving the problem. The device was explanted and was returned for analysis.